Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it really was not working and she was considering having surgery to fix, patient stated that her uterus was tipped, and that might be contributing to her issues. Patient said she has made adjustments herself and has had reprogramming sessions at hcp office and was told that this was the best that she will get. Patient also mentioned that it hurts every once in a while, at the implant site. It was reported that patient therapy was not helping maybe close to a year. Patient also mentioned that she has diabetes. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.